Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly and display anomaly. Customer stated there were scratches on the screen and gave color shift flare, rejected new batteries. Customer stated sometimes insulin pump do not rewind and sometimes rewind twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.